Manufacturer narrative:
No product was returned. The investigation determined the most probable cause to be due to either the cassette not being properly inserted or the cassette sensor not operating as intended, however this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).

Event description:
It was reported that the pump exhibited a "no disposable, pump will not run" alarm. Per reporter patient was not comfortable with troubleshooting, so no actions were taken and the pump was subsequently powered off. The reported rate was 2.0 ml/hr, residual volume 8.3 ml and 83.75 ml given. Per reporter no additional information is available. No adverse patient effects were reported.

Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.